Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient indicated feeling the balloon next to the penis. Upon examination, the physician confirmed the component had migrated; however, the aus was cycling appropriately. A surgical procedure was performed in which the existing pump and balloon were removed and replaced. There wee no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.